Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "blower disconnected." No clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Manufacturer narrative (additional information): hamilton medical ags reference: (B)(4). Hamilton medical ag`s comes to the following conclusion: during technical evaluation, indications of limited blower performance were observed, including reduced speed and ambient state condition. The investigation identified a defective blower unit as the source of the issue. The blower was replaced, which resolved the reported issues and restored normal device function. No additional components required replacement, and no serious incident was reported. The device is back in use.